Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging the meter was displaying inaccurate results compared to another meter, however did not report any readings. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting done by the cca. There was no indication that the product caused or contributed to an adverse event.